Event description:
It was reported by the patient that they noticed their tremor got worse, they had when they carry something with weight like a plate with food or a glass with liquid in it. The patient said they had been doing a lot of tweaking, working with the clinician and it has lessened since; they have had maybe 6 appointments with the clinician that does the programming, whom set it so the tremor was not problematic but then when the patient get home and carry something with weight and have a tremor.the pt said they had not yet found the sweet spot, it seemed like they were always increasing. The pt also said they started about 2 months ago, they noticed soreness on the side of their neck and their head felt full and groggy, the therapist massaged their neck because it got so tight where the cord comes down to the stimulator. They used a different pillow and it was better but it will still tighten up, and the wire protrudes from the neck more and as the morning goes on then it will relax some. Redirected to their doctor. Additional information received from the patient reported after their follow-up visits the tremors and slurred speech would return after 3-4 weeks. The tremors w ere nowhere near as bad as they were before the surgery, but they were still troublesome. The patient found their speech needed to be adjusted as well as they experienced excess saliva and some difficulty enunciating and projecting their voice. The patient would t hen make an adjustment of one or two points up or down as needed which would work for awhile (the patient was told this was normal after their follow-up visits). The patient noted they still had some ¿phantom¿ or cramping headaches (spasms) lasting 2-3 seconds, most often around the implants in their head which they were told was part of the healing process, but it felt like ¿brain cells were dying from electrical shorts in their brain.¿ the next follow-up appointment was scheduled for (B)(6) 2025.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.